Event description:
Reporter alleged obtaining the results of 358 mg/dl and 166 mg/dl back reporter alleged obtaining the results of 358 mg/dl and 166 mg/dl back reporter alleged obtaining the results of 358 mg/dl and 166 mg/dl back to back within 10 minutes on the advantage system. No actions were to back within 10 minutes on the advantage system. No actions were to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A reported taken or treatment received. No adverse event reported. A reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Request was made for the return of the affected product. Request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 358 mg/dl and 166 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.